Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: call service 064-0008 alarms were observed in black box. Product analysis was unable to duplicate the alleged cs 064-0008 during investigation. On investigation, rewind, load and prime steps were performed successfully. The pump was run for 24 hours with no alarms occurring. The pump was opened for investigation and did not reveal any damage, defect or contamination of the motor. Investigation did not duplicate the complaint.